Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during the meniscus repair surgery, the t of two (2) fast-fix 360 fell off when the suture was tightened. The procedure was completed using a competitor device; however, it is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed they are not in their original packaging. The insertion devices were returned pret2 setting with no suture or implants returned. There is biological debris on the devices. A functional evaluation was performed on the returned device and found they cycle as designed. An analysis of the customer provided images found in the first image the device with the suture and implant attached to it. The second image shows the device with just the suture attached to it. Both images shows the packaging with the lot number of the reported device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the failure include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.